Manufacturer narrative:
Siemens filed the initial MDR on 05-february-2019. Additional information (12-february-2019): siemens evaluated the event and determined that no additional samples were affected. The operator noted no mechanical or software problem. The potential cause for a discordant falsely elevated troponin I ultra (tni-ultra) result, for one patient sample, is due to sample handling or a sample specific issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the event occurred once, on a single patient sample. Siemens is investigating.

Event description:
The customer obtained a discordant falsely elevated troponin I ultra (tni-ultra) result on an atellica im 1600 instrument. The discordant result was reported and questioned by the physician(s). The customer used the same patient sample and instrument to perform repeat testing, and the result was lower. The customer issued a corrected report and stated that the repeat result fits the clinical picture of the patient. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tni-ultra result.